Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected which observed puncture marks in the tubing possibly penetrated enough to cause a leak. The reported condition was verified. The cause of the reported condition could not be determined; however the puncture marks have the characteristics of tears or bite marks. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were "holes" on a patient extension set which resulted in a leak. It was further described as "a pool of fluid leaking on the ground". This was observed during use of the device for peritoneal dialysis therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.